Event description:
Healthcare professional reported through clinical study that the valve was explanted approx. 84 months post implant due to valve dysfunction. The valve was not returned for analysis however, a pathology was sent to the MFR.